Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient was not getting adequate pain relief from the implanted device. The patient underwent an explant procedure to remove the device, and was doing well post-operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patient was not getting adequate pain relief from the implanted device. The patient underwent an explant procedure to remove the device, and was doing well post-operatively.